Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false positive result with the binax now covid-19 antigen self test. The customer reported having two (2) paint faint lines after using the binaxnow self test performed on (B)(6) 2021. The customer stated he was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10. This supplemental report is being submitted to retract the previous MDR report submitted false positive, further case review determined that there is no allegation of false results.